Event description:
The ICD lead fracture was found during routine interrogation of the ICD. The patient was unaware of the fracture. The lead was explanted and during the explant procedure, it was found to be fractured between the yoke and the anchor point. It was also extensively twisted.